Manufacturer narrative:
This complaint involves a potential (B)(6) result. Of patient with unconfirmed (B)(6) test result. Confirmation 4th generation test results were (B)(6). According to the current data provided this event was associated with no reported impairment of the body, adverse patient outcomes or further spread of the virus. History record of release testing (qc) data and batch records for lot # 161121 were reviewed. No notes regarding the specific complaint of (B)(6) were found. All quality control release testing were valid and performed within specifications. Based on the results of the investigation a definitive root cause of the complaint could not be determined. As stated in the pi: "limitation of the test" section; "a (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6)." A (B)(6) result means that (B)(6) antibodies or p24 antigen were not detected in the sample at the time of testing. Single use device.

Event description:
This complaint involves a potential (B)(6) result. Patient was told at plasma donation place that their (B)(6)test was (B)(6), test is unknown. Confirmation 4th generation test results were (B)(6). According to the current data provided this event was associated with no reported impairment of the body, adverse patient outcomes or further spread of the virus.